Manufacturer narrative:
(B)(4). Batch # j5f59p. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The batch number you provided, j5f5p, does not correlate to a device in (B)(4). The batch and/or lot numbers are typically a six character number/letter combination. Do you have the correct batch number? Can you clarify the event description of "stapler did not work"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The analysis results found that the atb35 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/8 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, stapler did not work. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.